Manufacturer narrative:
There was no visible damage to the one-link, extension set, or other components. The leak was between the connection port and the IV tube. No medication was being infused. The patient lost approximately 59 ml of blood. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A one-link luer activated device disconnected from an extension set while in use on a patient for an unreported indication. The patient was hospitalized at the time of the event. It was reported that while a patient was taking off their gown, the one-link device came off of the extension set and the patient bled through the open line of the peripheral IV. There was no patient injury or medical intervention associated with this event. Two days after the event, the patient was discharged from the hospital. No additional information is available.